Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in the penile and scrotal area. The patient presented at the emergency unit with severe pain, cellulitis and redness. A surgical procedure was performed during which the existing ipp was removed, and the infection was treated with antibiotics. The type of the infection is staphylococcus aureus. No further patient complications were reported.